Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl which was treated with manual injection. Customer decline for troubleshooting for high blood glucose. Customer also stated they had been having blood glucose in the 400s for the past 4 hours and they have bolused twice and just now sensor is starting to trend down. The customer declined for troubleshooting. The product will not be return for the analysis.